Event description:
It was reported that the fluid warmers over temperature alarm "button" was not working. Patient involvement unknown.

Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d10, h3 and h6 - evaluation codes: updated. One device was returned for investigation. Visual inspection found a corroded drain fitting, cracked tank cover, an outdated printed circuit board (pcb) and an outdated power switch. Functional testing confirmed the complaint. The over temp test button did not work. Root cause was likely wear and tear or a faulty component. Product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history report (DHR) review was not required. Service history review identified this device has not been in for service previously. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.